Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer is calling to report that she had made changes in bolus advice settings, but the saved new settings did not take effect on the next blood glucose test. After the change in the bolus advice settings, the meter does not recommend bolus advice correctly for the first reading taken after the setting change. The first time this happened was a year ago. No adverse event alleged. The meter is being returned and replaced.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.